Event description:
Additional information has been received stating the device did not came in contact with patient and the issue of trailing haptic folded wrong was noted during loading of the lens.

Manufacturer narrative:
Additional information was provided in b.5. And h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, trailing haptic folded wrong. The procedure completed the same day. Additional information has been requested but is not available at the time of this report.